Manufacturer narrative:
Investigation summary: a complaint was received of flow issues for model 20019e. No product or photo was returned by the customer. The customer complaint of flow issues could not be verified due to the product not being returned for failure investigation. A device history record review for model 20019e lot number 20045839 was performed. The search showed that a total of 12,003 units in 1 lot number was built on 14apr2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Root cause analysis: due to no sample being received, an investigation could not be performed and a root cause could not be determined. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that y ext w/vlv ports & 2 sld clp had flow issues. The following information was provided by the initial reporter: material no.: 20019e batch no.: 20045839 it was reported that one or both ports will not always flush. I have a new report on this item from upmc mck. Same issue-one or both ports will not always flush. The nurses report that each box contains some that work and some that don¿t. The most recent lot number reported is 20045839. Its my understanding that upmc passavant is also experiencing the same issue. They reported lot numbers 20016444and 20045839. This sounds like its becoming a bigger problem than just one site and a couple of sets.